Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: alleged issue per registered nurse: the catheter broke at the y junction, no parts remained in the pt, and pt is fine. The catheter had been in the pt for about 24 hours before issued occurred. No pt injury reported.